Manufacturer narrative:
UDI releated data quality updates, product information update, initial reporter updates, & report source update: this follow-up report includes the addition of the brand name, model number, and full UDI, which were missing from the initial report. Additionally, this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.

Event description:
A prox hum fastener backed out of the patient and the plate. The original surgery occured on (B)(6) 2021. The patient had healed and the fastener was removed.